Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2014 due to rotator cuff insufficiency. Tornier resurfacing head and tornier affiniti glenoid were removed. Tornier aequalis ascend flex reversed device was implanted without incident. Patient ID: (B)(6).